Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device after an acute ischemic interventional procedure using a 6f sheath. Reportedly, during device removal (step 4), the lever was closed, and the foot was retracted however, distal to the foot plate the device was stuck and could not be removed. The suture was tangled around the device. A surgical cut-down was performed to trim the suture and remove the device. Hemostasis was achieved with a non-abbott device. There was a clinically significant delay in the procedure due to the cut down. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Suture malposition was observed based on returned device condition. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.